Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. In addition, one photo was provided. A visual evaluation of the photo showed an unwound spring catheter inside of a patient. Visual evaluation of the sample showed a used catheter attached to an extension set, and the tip had been sheared off. Per the manufacturer's investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. The user will be referred to the IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Consult standard textbooks for specific techniques." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: brief inquiry description: breaking fx catheters in patients. Detailed inquiry description: hospital reports 3 separate incidents of fx catheters breaking in patients backs.